Event description:
It was reported that the device exhibited measured battery data of 2.59 v, 11 ua, 1.7 kohms. A second reading was 2.57 v, 10 ua, 2.1 kohms. Reinterrogation revealed a battery voltage of 2.50 v. A higher cell impedance would be expected with a battery voltage of 2.57 v.